Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. (B)(6) at the linc convention on (B)(6), 2019. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other adverse occurrences, the presentation mentions one type ia endoleak that was treated with the implantation of an additional aortic extender endoprosthesis. The following additional info was reported to gore on may 3, 2019: patient (B)(6) presented with an bilateral iliac aneurysm in a chronic dissection, that was treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe) in (B)(6) 2016. In september 2017, a follow-up CT scan revealed a type ib endoleak originating from the right hypogastric artery due to dilatation of the distal sealing zone along with a type ii endoleak originating from the inferior mesenteric artery (ima). It was stated that an unsuccessful attempt to embolize the ima occurred in (B)(6) 2017. Later in (B)(6) 2017, the ima was ligated to solve the type ii endoleak and an additional ibe internal iliac component (hgb) was implanted to successfully solve the type ib endoleak.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. (B)(6) at the linc convention on (B)(6) 2019. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other adverse occurrences, the presentation mentions one type ia endoleak that was treated with the implantation of an additional aortic extender endoprosthesis. The following additional info was reported to gore on may 3, 2019: patient: (B)(6) presented with a type ib endoleak in the hypogastric artery due to a progressive aneurismal degeneration of the hypogastric artery on an unknown date.